Event description:
It was reported that the customer experienced a keypad anomaly on her insulin pump. The customer's blood glucose was 114 mg/dl. The customer stated that when she pressed the up arrow button, the number on the insulin pump would go to 30 units, back to 1 unit and then up to 30 units again in a cycle. The customer did not recall any significant events prior to the alarm. The customer stated that the insulin pump was not exposed to moisture, bumped or dropped. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. The device also had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.